Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer blood glucose reading at time of hospitalization was over 56 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional tests, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.